Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. Competitor cement was used at the time of original implantation. The surgeon thought the patient's size and not perfectly balancing the knee during the original surgery contributed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. A photo copy of the patient's x-ray was provided. X-ray review suggests the possibility of tibial base loosening, the cause of the reported loosening cannot be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.